Event description:
The biomedical engineer (bme) raised a workflow issue in the pacu involving their electronic medical records (emr), epic, and bedside monitors (bsms). After a patient was discharged or transferred, their vital signs data sometimes continued to be sent to the bedside monitor (bsm) for the next admitted patient, even though nurses reported completing the discharge process. No patient harm was reported.

Manufacturer narrative:
Details of complaint: biomed raised a workflow issue in the pacu involving their electronic medical records (emr), epic, and bedside monitors (bsms). After a patient was discharged or transferred, their vital signs data sometimes continued to be sent to the bedside monitor (bsm) for the next admitted patient, even though nurses reported completing the discharge process. The workflow included manual mrn entry at central nurse station (cns) and patient movement through or, pacu, and phase 2. Biomed asked if once they discharge, does that disassociate the patient from epic. Technical support (ts) clarified that when a patient is discharged from our system, that stops data for that mrn, and new admissions start with a blank ID. Ts and biomed agreed the issue likely stems from nurses missing the discharge step. However, biomed replied to a follow up email, stating they were still working on the root cause. Investigation summary: insufficient information / no product returned multiple attempts were made to collect additional information regarding the complaint. However, there has been no response from the customer. There is not enough information to perform an investigation. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10. Attempt # 1: 11/03/2025 emailed the bme for the information in the ni list above: no reply was received. Attempt # 2: 11/10/2025 emailed the bme for the information in the ni list above: the bme replied with none of the requested information, but stated they were still working on the root cause. Attempt # 3: 01/21/2026 emailed the bme for the information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: bedside monitors (bsm): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) raised a workflow issue in the pacu involving their electronic medical records (emr), epic, and bedside monitors (bsms). After a patient was discharged or transferred, their vital signs data sometimes continued to be sent to the bedside monitor (bsm) for the next admitted patient, even though nurses reported completing the discharge process. No patient harm was reported.

Manufacturer narrative:
Biomed raised a workflow issue in the pacu involving their electronic medical records (emr), epic, and bedside monitors (bsms). After a patient was discharged or transferred, their vital signs data sometimes continued to be sent to the bedside monitor (bsm) for the next admitted patient, even though nurses reported completing the discharge process. The workflow included manual mrn entry at central nurse station (cns) and patient movement through or, pacu, and phase 2. Biomed asked if once they discharge, does that disassociate the patient from epic. Technical support (ts) clarified that when a patient is discharged from our system, that stops data for that mrn, and new admissions start with a blank ID. Ts and biomed agreed the issue likely stems from nurses missing the discharge step. However, biomed replied to a follow up email, stating they were still working on the root cause. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: bedside monitors (bsm): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.